Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify failed battery test alert due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had cracked by battery compartment and received failed alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Contacts are not missing, damaged, or corroded. The insulin pump had battery compartment was damaged and corroded. The device will be returned for analysis.